Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had possible occasional undersensing and oversensing and additionally that the right atrial (ra) lead had possible occasional undersensing, noted on the stored electrograms (egms). The leads remain in use. No patient complications have been reported as a result of this event.